Event description:
Procedure: esophagectomy. According to the reporter: while firing the first load, the instrument stopped firing. The doctor states tissue was thick. The instrument was removed by force with no tissue damage. Additional tissue was resected with another stapler. Oozing bleeding was reported as under 200cc.

Manufacturer narrative:
(B) (4). (B) (4).